Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no button error alarms noted. The unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 330 mg/dl at the time of incident. The insulin pump will be returned for analysis.